Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. Attachment article titled: "meta-analysis of proglide versus manta vascular closure devices for large-bore access site management".

Event description:
This is a meta-analysis of patients with large-bore access site closure management comparing proglide versus manta use. Complications for vessel closure device use include major/life threatening bleeding events, major and minor complications, pseudoaneurysm, stenosis or dissection of the entry site vessel and vascular closure failure. Vascular closure device failure was found to be higher with proglide. However, when comparing all meta-analysis data, both proglide and manta have comparable efficacy in regard to bleeding, vascular complications, pseudoaneurysm, and stenosis/dissection at the access site. Specific patient information is documented as unknown.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed because the part and lot number were not provided. Additionally, a review of the similar complaint query was not performed as a similarity could not be determined. The patient effects of hemorrhage, dissection, stenosis and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, dissection, pseudoaneurysm, stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b3 - date of event updated from 12/12/2024 to 01/01/2018.